Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 200 mg/dl range and a correction bolus was delivered to address the bg level. As the customer changed the supplies on the pump prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.